Event description:
It was reported that during device change-out the atrial lead became stuck in the pacemaker header. The physician tried to remove the set screw with several hex wrenches without success. The physician opted to cut through the header; the lead was damaged. A new lead was implanted. The patient was stable post procedure.

Manufacturer narrative:
The reported field event of an atrial setscrew problem was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, and no anomalies were found.